Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows minimal screen/electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. The insulation on the shaft is damaged and compromised. The detached part was not returned for investigation. There are no manufacturing abnormalities visually observed with the returned device. The device cannot be functional testes due to the damages. The cable and the suction line was cut. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of the distal end including the insulation on the shaft results from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, a piece of plastic from the tip of the device fell off. It was found before the wound could be closed. The piece was found and removed and the wound was closed. The procedure was successfully completed without considerable delay using the same device. No patient injury or other complications were reported.